Event description:
I had essure coil placed in (B)(6) 2014 after birth of a child in (B)(6) 2014. I had severe bleeding everyday for several months. Once I was finally able to have the (B)(6) study completed, the coil on the right side had migrated into my uterus and perforated thru the top of my uterus and was stuck in my uterus inside my abdominal cavity. I had surgery to remove the coil in (B)(6) 2014. I still have one on the left side. Within the last few months I have dealt with constipation, bloating metallic taste in my mouth, boils, headaches, muscle spasms, tingling numbness in arms, legs and face, my complexion is getting worse, my vision is changing. I have an appointment for medical attention due to all of these issues that I have not dealt with prior to this issue. The list keeps going.